Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate of 280 ml/hr and 140 ml and tested in specification with no alarms as follows: 1st test: 136 ml or 97% of expected volume; 2nd test: 137 ml or 97% of expected volume; 3rd test: 137 ml or 97% of expected volume. In a follow-up call to the facility, the reporter stated that the infusion was not finished in 30 minutes; there was still 50 ml left in the bag. Multiple people from the facility had looked at the pump and said it was programmed correctly. She then stated that it was a full 100 ml bag that was hung at the time of the infusion and that it was a standard/primary IV line being used for infusion. She stated that they do not use any filters. When asked if the nurse involved was using the drug library or the dose calculator to program the infusion parameters, the reporter stated that "it doesn't have a drug library and that they program manually." The reporter did confirm that there was no injury or adverse affect to the pt. The pump's operational log was reviewed. The event date given was (B)(6) 2013. On (B)(6) 2013, the pump was powered on at 3:49:08 pm. A vtbi of 155 ml was set at 3:49:23 pm and a time of 20 minutes and a new rate of 465 ml/hr was entered at 3:49:46 pm. The pump was turned on to infuse at 3:49:47 pm. The calculated total time for infusion is 20 minutes (t=v/r). At 4:09:47 pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 4:11:27 pm. The total volume infused was 155 ml for duration of 20 minutes. The total volume infused relative to the time was 100%. The pump was then turned off at 4:11:29 pm and powered back on at 4:14:26 pm. A vtbi of 140 ml was set at 4:14:30 pm and a time of 30 minutes. A new rate of 280 ml/hr was entered in at 4:14:44 pm. The pump was turned on to infuse at 4:14:45 pm. The calculated total time for infusion is 30 minutes. At 4:44:45 pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 4:45:17 pm. The total volume infused was 140 ml for duration of 30 minutes. The total volume infused relative to the time was 100%. The pump was then turned off at 4:46:37 pm and powered back on at 4:51:41 pm. At 4:52:16 pm a new time of 30 minutes was entered. The pump was turned on to infuse at 4:52:25 pm with the previous values entered, vtbi of 140 ml and a rate of 280 ml/hr as these values were not changed. The calculated total time for infusion is 30 minutes. At 5:01:45 pm a pressure alarm (5) turned on and the infusion automatically stopped at 5:01:46 pm. The alarm confirmed at 5:01:50 pm. The total volume infused was 43.38 ml for duration of 9 minutes 21 seconds. The calculated total time for the volume infused was 9 minutes 18 seconds. The total volume infused relative to the time was 99%. The pump was turned back on to infuse at 5:01:52 pm. The remaining volume to be infused is 96.62 ml. The calculated total time for infusion is 20 minutes 42 seconds. At 5:03:01 pm a pressure alarm (5) turned on and the infusion automatically stopped at 5:03:02 pm. The alarm confirmed at 5:03:04 pm. The total volume infused was 5.23 ml for duration of 1 minute 10 seconds. The calculated total time for the volume infused was 1 minute 7 seconds. The total volume infused relative to the time was 96%. The pump was turned back on to infuse at 5:03:12 pm. The remaining volume to be infused is 91.39 ml. The calculated total time for infusion is 19 minutes 35 seconds. At 5:04:04 pm a pressure alarm (5) turned on and the infusion automatically stopped at the same time. The alarm confirmed at 5:04:43 pm. The total volume infused was 3.87 ml for duration of 52 seconds. The calculated total time for the volume infused was 50 seconds. The total volume infused relative to the time was 96%. (B)(4). The pump was turned back on to infuse at 5:04:45 pm. The remaining volume to be infused is 87.52 ml. The calculated total time for infusion is 18 minutes 4 seconds. At 5:05:28 pm a pressure alarm (5) turned on and the infusion automatically stopped at 5:05:29 pm. The alarm confirmed at 5:05:30 pm. The total volume infused was 3.18 ml for duration of 44 seconds. The calculated total time for the volume infused was 41 seconds. The total volume infused relative to the time was 93%. (B)(4). The pump was turned back on to infuse at 5:05:39 pm. The remaining volume to be infused is 84.34 ml. The calculated total time for infusion is 18 minutes 4 seconds. At 5:05:50 pm a pressure alarm (5) turned on and the infusion automatically stopped at 5:05:51 pm. The alarm confirmed at 5:06:01 pm. The total volume infused was 0.71 ml for duration of 12 seconds. The calculated total time for the volume infused was 9 seconds. The total volume infused relative to the time was 76%. (B)(4). The pump was then turned off at 5:17:39 pm. The pump functioned as intended. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be submitted.